Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator as part of a clinical study. It was reported that when they checked the impedance in the operating room, they found that the plot 9-10-12 already had high impedance. This plot was not used in the programming. They programmed and the patient felt okay paresthesia so they didn't feel like there was any problem. The plot used in programming 1-2-4 was ok. The device interrogation and reprogramming occurred on (B)(6) 2018. It was noted that the event resulted in an unscheduled clinic or office visit. The etiology was related to the device or therapy and possibly related to surgery/anesthesia. The device diagnosis was high impedance and the clinical diagnosis was not applicable. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was unresolved with no further action planned.